Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, lot# n166420026, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal 0.2 mcg/ml (dose unknown) via an implantable pump. Every two days the patient gets about 1 ml of drug. Concomitant medication was nasal spray. Indication for use was intractable spasticity. The date of the event was (B)(6) 2014. It was reported the patient was not told that going through the spine would cause a problem so they could not go through where they wanted to. Instead of being on the table for 1-2 hours the patient was on the table for 6 hours. The healthcare professional had a hard time threading the catheter. The catheter still bothers the patient if he moves wrong. The patient indicated it was still better than taking the amounts of oral baclofen that he was taking. The patient reported that it ¿may be a pain in the butt but it¿s less pills that he has to take¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.